Manufacturer narrative:
D.11. Concomitant medications: hydrochlorothiazide. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified yellow particles on the surface shell and deformation.

Event description:
Healthcare professional reported "concern with alcl" and "calcification of the capsule." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.